Event description:
A (B)(6) male patient with aaa was having an abdominal aortic aneurysm cavity therapy on (B)(6) 2014. The internal iliac artery was obvious calcified; right iliac artery tortuous and the left iliac artery was straight by contrast. The physician chose left iliac artery as body stent approaching passage. The physician found that the stent cannot move forward, and met huge resistance while tip of stent was introduced at half way of arteria iliac communis. Patient feels unbearable swelling pain. Considering the calcification, physician dilated the left common iliac external iliac artery y by another manufacturer's 8x4, 10x4 balloons respectively after remove the stent from the patient. They then attempted to induce the body stent for three times, however, the stent cannot move forward and get to the target site eventually. The physician decided to give up the procedure and remove the stent from the patient and sutured the cutting and blood vessel. CT before the procedure and radiography revealed that: diameter was less than 9 mm, however, stent cannot get through the blood vessel and arrived at the target site.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.